Event description:
Pt was a (B)(6) female with a baseline (B)(6) score of 15. Pt was first given 2.5 mg of nicardipine followed by one pass with the merci retriever v 2.5 firm. Then another 3.5 mg of nicardipine was given to the pt. Following this, two more passes were made with the merci retriever v 2.5 firm device. And lastly, aspiration with penumbra 041, penumbra 054, and penumbra 032 were performed. A day following the procedure, pt developed a hemorrhagic infarction type 1. Pt's outcome was resolved with no clinical sequelae and the pt's 24 hour (B)(6) score was 18. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt's outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That may also have caused or contributed to the outcome.